Event description:
Mesh erosion causing rectovaginal fistula, with erosion of mesh through vaginal and rectal wall. G3, p3 who presents with concerns of vaginal discharge. The patient notes that she had a cystocele and rectocele repair in 2007, and about 1-1/2 weeks after her surgery, she noticed a gush of blood from the vagina after a bowel movement. Since then, she has had brownish a discharge per vagina and notes that she thought that she may be passing flatus per her vagina as well. The patient denies any bulging sensation and has no complaints of any urinary incontinence. G3, p3 with a rectovaginal fistula and mesh erosion. As far as the rectovaginal fistula and mesh erosion is concerned, at this point, we have counseled the pt that she requires definitive surgical mgmt. We would ask dr to scrub with us on this case which would involve potentially first just excising the mesh from the rectal side of the septum and potentially at a later date fixing the fistula itself. Dates of use: 12 months, diagnosis or reason for use: pelvic organ prolapse, stress urinary incontinence.